Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ("nickel allergy"), hemiparaesthesia ("paresthesia and anesthesia on face and right half-body") and hemianaesthesia ("paresthesia and anesthesia on face and right half-body") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), hemiparaesthesia (seriousness criterion medically significant), hemianaesthesia (seriousness criterion medically significant), migraine ("migraine"), dysgeusia ("dysgeusia"), anosmia ("anosmia"), dizziness ("dizziness sensation"), memory impairment ("mnemonic disorders") and micturition urgency ("urges to urinate"). The patient was treated with surgery (bilateral uterine horn resection in order to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, hemiparaesthesia, hemianaesthesia, migraine, dysgeusia and anosmia was resolving, the dizziness and memory impairment had resolved and the micturition urgency outcome was unknown. The reporter considered allergy to metals, anosmia, dizziness, dysgeusia, hemianaesthesia, hemiparaesthesia, memory impairment, micturition urgency and migraine to be related to essure. The reporter commented: since the implantation of essure, a lot of symptoms occurred that led to some etiologic work-up, gastric and intestine, rheumatologic and neurologic. All these work-up were negative. Clinical consequences and actual state of the patient: diagnostic hysteroscopy did not lead to endometrial abnormality then bilateral uterine horn resection in order to remove essure. One month after the removal of implants, there was a marked improvement of symptoms with stop of dizziness sensation and mnemonic disorders. The patient reported urges to urinate that did not happen before and for which there was no explanation. The defective sample was not kept by the department. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: an allergy work-up found nickel allergy. Gastrointestinal examination - on an unknown date: negative. Hysteroscopy - on an unknown date: diagnostic hysteroscopy did not reveal an endometrial abnormality. Investigation - on an unknown date: rheumatologic work-up negative. Neurological examination - on an unknown date: negative. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ("nickel allergy"), hemiparaesthesia ("paresthesia and anesthesia on face and right half-body") and hemianaesthesia ("paresthesia and anesthesia on face and right half-body") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), hemiparaesthesia (seriousness criterion medically significant), hemianaesthesia (seriousness criterion medically significant), migraine ("migraine"), dysgeusia ("dysgeusia"), anosmia ("anosmia"), dizziness ("dizziness sensation"), memory impairment ("mnemonic disorders") and micturition urgency ("urges to urinate"). The patient was treated with surgery (bilateral uterine horn resection in order to remove essure). Essure was removed on (B)(6)2018. At the time of the report, the allergy to metals, hemiparaesthesia, hemianaesthesia, migraine, dysgeusia and anosmia was resolving, the dizziness and memory impairment had resolved and the micturition urgency outcome was unknown. The reporter considered allergy to metals, anosmia, dizziness, dysgeusia, hemianaesthesia, hemiparaesthesia, memory impairment, micturition urgency and migraine to be related to essure. The reporter commented: since the implantation of essure, a lot of symptoms occurred that led to some etiologic work-up, gastric and intestine, rheumatologic and neurologic. All these work-up were negative. Clinical consequences and actual state of the patient: diagnostic hysteroscopy did not lead to endometrial abnormality then bilateral uterine horn resection in order to remove essure. One month after the removal of implants, there was a marked improvement of symptoms with stop of dizziness sensation and mnemonic disorders. The patient reported urges to urinate that did not happen before and for which there was no explanation. The defective sample was not kept by the department. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: an allergy work-up found nickel allergy. Gastrointestinal examination - on an unknown date: negative. Hysteroscopy - on an unknown date: diagnostic hysteroscopy did not reveal an endometrial abnormality. Investigation - on an unknown date: rheumatologic work-up negative. Neurological examination - on an unknown date: negative. Most recent follow-up information incorporated above includes: on (B)(6)2019: this case was identified as a duplicate of case(B)(4). All the information was transferred in the case (B)(4). This case will be deleted from bayer database. Legacy number from remaining case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.